Manufacturer narrative:
(B)(4). This follow up report is being submitted to report additional information: reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11146. (B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the liner could not be fully seated into the acetabular cup, causing a delay of an unknown duration. Soft tissue was cleared from the acetabulum and the liner was then able to be successfully implanted. No further information is available at this time.